Event description:
It was reported that the customer had experienced high blood glucose levels of 400 mg/dl. The customer stated that the cause of the high blood glucose was drinking two lemonades. The customer stated that she had inserted the infusion set in her back hip and that the insertion site burned. The customer declined further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.